Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was reported that the ice block of a hcu40 was too small. The incident occurred during preventive maintenance so there were no patient involved. (B)(4).

Manufacturer narrative:
The issue has been investigated in CAPA (B)(4) which found the ice making algorithm for the device was insufficient. Fsca (B)(4) has been initiated to resolve this issue. The fsca includes an improved ice making algorithm and has a completion date for all hcu40 devices of december 2017. This device will be updated as part of that field action. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).